Event description:
User facility reports leaking at the filter during pt use. Medication delivered is not known. No pt injury or medical intervention was reported. Priming process is not known. No add'l info was available.